Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code: f2304 (prophylactic treatment). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08-10-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction which occurred one day after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness and swelling at the needle puncture site. On (B)(6) 2024, the patient's arm became swollen which prompted him to go to the urgent care clinic. The patient mentioned he has a history of cellulitis and he wanted to get antibiotics as prophylaxis to prevent an infection. In the urgent care, he was prescribed oral antibiotic medication prophylaxis (doxycycline unspecified dosage). No photo was provided. At the time of the 08-12-2024 follow up report, the patient confirmed the skin reaction had already healed. No additional event or patient information is available.